Event description:
The customer reported to olympus the evis lucera elite duodenovideoscope had a ¿stent clogging.¿ the reported issue was discovered during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that foreign objects were clogging the instrument channel tube and as a result were coming out of the distal end. Due to this clog, the suction function did not work at all, and the forceps could not be inserted. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: connecting tube, image guide protector, lock engagement knob, right and left knob, scope connector cover, light guide cover glass, switch box, scope cover, scope connector, universal cord, grip, control unit and on the distal end. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that the device was not cleaned, disinfected, or sterilized prior to requesting repair. No further information was provided regarding the cleaning sterilization and disinfection (cds) steps performed at the facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections which state: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. Olympus will continue to monitor field performance for this device.